Event description:
In 2009, patient reported, she was trying to take a bolus, and it started counting down and then displayed an e4 (occlusion). She stated she pressed check twice to clear it, and now the infusion device is displaying an a8 (bolus cancelled). Had her check the bolus history and she stated, she received 7 of the 10 units she programmed. Had the patient disconnect the infusion tubing from her infusion site and prime through the tubing. No insulin dripped from the tubing for a few minutes. Patient reported insulin did eventually drip from the infusion tubing. She said, she did prime the infusion set initially. She stated she has not had any air bubbles in the insulin cartridge. She mentioned that the other day, the insulin appeared to be cloudy or "foggy." She said it is okay now. She stated that her blood sugar is high after she eats, and then yesterday morning and this morning, they have been a higher than normal. Currently, her blood glucose is 280 mg/dl. She reported she was trying to bolus to bring it down and that is when she received the occlusion. Advised the patient this could be due to bad insulin, since she stated the insulin was foggy. Explained it could be due to air in the tubing. Advised her to change the cartridge and use new insulin that is in date and not foggy. Recommended letting her supplier or pharmacist know that the insulin was cloudy. Recommended talking with her doctor to make sure the basal rates are set properly, and talk with him/her about her blood sugar not coming down as quickly as she would like. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call the following month, patient reported she discovered that she had a few vials of expired insulin. She discarded the expired insulin and changed the cartridge using insulin that is in date and clear. She has not had any more occlusions, and her blood glucose returned to normal.

Manufacturer narrative:
No product will be returned for evaluation.